Manufacturer narrative:
The device was returned to for repair. A visual inspection and functional test were performed. Chipped out on lower left front corner of top case also cracked on right plunger case. Unable to duplicate the acu watchdog failure or primary audible alarm post error at power up that was reported by the customer. Replaced speaker for preventive. Performed pm maintenance and all functional testing. The root cause of the issue could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Pump is over 11 years old.

Event description:
It was reported that a acu watchdog failure alarm was experienced.

Event description:
Additional information was received: the event happened before (B)(6) 2021 when the pump reached clinical repair and further information is unknown.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A review of the event history log (ehl) identified primary audible alarm post error. A corrective and preventative action has been opened to address the reported issue.